Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient arrived at hospital in bradycardia. Lead fracture was detected resulting in complete atrioventricular block. This lead was capped and a new one implanted. The patient has made a full recovery.